Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) were received with multiple cartridges during basal delivery. The customer's blood glucose (bg) level was in the 200-300 mg/dl range. The customer took a correction bolus. It was indicated that the customer had manual injections available for alternate insulin therapy.